Event description:
It was reported that during the implant procedure, the physician could not get the high voltage (hv) coil impedance under 200 ohms. The hv impedance was tested with 5v pacing pulse and analyzer cables and measured tip/ring 436 ohms, tip/hvb 436 ohms, tip/svc 327ohms. When the physician reversed the hv coils in the header, hvb port measured 45 ohms, the svc measured 55 ohms. The physician then put hv coils in proper the ports, and measurements were over 200 ohms in both hv coils again. The device was replaced but measurements were still 200 ohms on the hv coils, so the hv lead was replaced and all impedances were "ok". The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.